Event description:
After multiple attempts to gather additional information, no details received regarding whether re-intervention was completed for the patient or if the type of endoleak was confirmed. The complaint will be updated if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of an indeterminate endoleak, which was also as a type ia endoleak. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be under surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. At the conclusion of the initial procedure, an endoleak (at an indeterminate origin) was noted on the patient's left side. The physician elected to end the procedure and wait for the first CT follow-up to discern if the endoleak has resolved. There have been no additional patient sequelae reported.